Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported there is a different chamber on this needle and when you de-access, there is a much higher likelihood of needle stick because the protection of a chamber is not there.